Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability, pain, general swelling and loosening of the tibial tray at the cement to implant interface. Cement manufacturer is unknown. The tibial component was removed and replaced with a stemmed component. Doi: unknown, dor: (B)(6) 2018, left knee.

Manufacturer narrative:
(B)(4) investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.